Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported that, the device stopped working during the total knee and it was found that all the teeth were missing from the universal oscillating saw attachment. There is no pt harm or delay reported. No add'l clinical info was received prior to this report.